Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 0055954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the bd ultra-fine¿ insulin syringes 3/10ml experienced difficulty moving the plunger rod. The following information was provided by the initial reporter: consumer reported plunger rod difficult to move. Consumer does not re-use. Lot#: 0055954, catalog#: 328431, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ insulin syringes 3/10ml experienced difficulty moving the plunger rod. The following information was provided by the initial reporter: consumer reported plunger rod difficult to move. Consumer does not re-use. Lot #: 0055954, catalog #: 328431, date of event: unknown.